Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured during increasing pressure. The procedure was completed with another of the same device. There were no patient injuries reported.